Manufacturer narrative:
Continuation of d10: product ID: a820, serial# unknown, product type software product ID: hh9020tdd, serial# (B)(6), product type section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was receiving morphine drug via an implantable pump for non-malignant pain indications for use. It was reported that sometimes it works ¿really¿ fast and other times it takes 5-10 minutes to get a bolus. The patient stated that the connection to the pump has been lagging for a couple months now, and it was taking a long time to get a bolus. When the agent attempted to clarify the issue further, the patient stated that the handset hangs up at a certain percentage, they think at 90 percent for a long time, but they are not exactly sure what percentage. The patient briefly saw not found due to initiating a connection to the pump on their own. The agent reviewed clearing the data. The patient will monitor and call back for assistance as needed.